Manufacturer narrative:
The customer experienced missing low glucose alarms with freestyle librelink application. The reported issue was unable to be replicated as the reported configuration of [ios 17.5.1] is not compatible with the freestyle librelink app. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 11 pro with ios operating system version 17. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness, foaming at the mouth, and excessive sweating. The customer was unable to treat self and was administered with glucose via muscular injection and juice as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.